Event description:
It was reported that the patient was seen for a pacemaker check. It was noted that the polarity of the atrial lead had changed from bipolar to unipolar. An x-ray revealed that the lead was fractured. The physician changed the pacemaker setting to vvir and canceled the use of the lead. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).